Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false upstream occlusion alarms through review of the event history log, but could not reproduce it. The evaluation found the device to be operating within specification in relation to the reported symptom, and the unit passes occlusion testing. The device was recalibrated to ensure accurate occlusion detection.

Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion in the general care area during setup for therapy. It was also reported that there was no patient injury.